Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photos identified the impactor pad is cracked. However, as the device was not returned, further analysis could not be completed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the impactor fractured during impaction. Attempts have been made and no additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.